Manufacturer narrative:
(B)(4). The optiflow junior cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and paediatric patients. It features adhesive pads (wigglepads) to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. Method: the complaint ojr412 optiflow junior 2 cannula device was received at fisher & paykel healthcare (f&p) in new zealand where it was visually inspected by a trained f&p technician. Our investigation is also based on the information provided by the healthcare facility and our knowledge of the product. Results: visual inspection of the returned device and the photo provided by the healthcare facility revealed that the tubing was detached from the cannula. It was also revealed that the glue residue was found on the detached tube and inside the cannula joint. Conclusion: we are unable to determine the cause of the reported fault. However, the reported event was likely caused by the tubing being pulled. All optiflow junior cannulas are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. Samples are also taken and pull tested to check the tube tensile strength and the glue joint strength at the cannula/tube joint, as well as the swivel grip joint. The subject cannula would have met the required specification at time of production. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior 2 cannula. They also state the following: - appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Failure to monitor the patient (e.g. In the event of an interruption to gas flow) may result in serious harm or death). - do not wrap, insulate, stretch or crush the tubing as this may impair the performance of this product or compromise safety (including potentially causing patient harm). - ensure all connections are secure during use. Check the cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that the ojr412vt optiflow junior 2 ventilator transition kit was found damaged. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is in the process of completing our investigation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in illinois reported via a fisher & paykel healthcare (f&p) field representative that the ojr412vt optiflow junior 2 ventilator transition kit was found damaged. There was no reported patient involvement.